Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported a ventilator with a touch screen failure. It was unknown when this event occurred. There was no allegation of harm associated with this event.